Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error. The customer \ was able to successfully clear the alarm and was able to complete pump rewind. The customer stated that power error detected recurred within a week of troubleshoot previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. All currents within specific range. No unexpected pump error 25 alert noted during testing or in the history file. (B)(4).